Manufacturer narrative:
Lot number: non sterile 6725078. Additional device manufacture date: july 22, 2011. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there were no issues during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure posterolateral fusion l3/4. Surgeon was placing the matrix polyaxial screw into the patient using the 03.616.042 screwdriver sleeve and t25 shaft when the polyaxial head of the screw came off the bone screw. He retrieved both parts and nothing was left in the patient of this implant. He used another screw of the same size and finished the operation. (He had not used the head removal tool at any time). Lost operating time approx 2-5min, including retrieving the initial screw and opening a replacement. No negative effect to the patient and operation continued/ finished as planned. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Lot number provided as 7562666, but DHR review had different part/ lot number information. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. A manufacturing evaluation was completed: the screw assembly was received with the body/collet disassembled from the screw. The screw has bead blast texture polished in the midline of the spherical diameter, nicks on the screw thread and the anodize finish worn away. The screw stardrive has nicks and some of the anodize finish inside of the drive area worn away. A portion of the top of the screw head is broken off and missing. The collet has radial polishing in the internal spherical diameter and marks. All described non-conformances are post manufacturing. Due to the condition of the returned product, not all relevant features can be verified. The damage to the spherical diameter of the screw head makes accurate measurement impossible. The spherical diameters of the collet and body cannot be measured due to the parts being assembled. In addition, the collet has been through the edm slotting operation making accurate measurement of the spherical diameter unobtainable. The internal threaded feature cannot be measured due to the missing piece of the screw head and damage. The collet raw material cannot be measured due to the part being assembled inside the body. Due to the as received condition of the device the complaint is confirmed for the complaint of broken; however, the complaint is unconfirmed from a manufacturing perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.